Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a gas loss in iab circuit alarm. The customer believes that there was no blood noted, in the gas tubing of the iab, at any time. The patient was moved to another location with the iabp still alarming. The customer changed out the iabp, but the issue still continued. The patient began to have some neurological changes, and was brought to cath lab, where "gas" was noted in the patient under fluoroscopy. The iab was removed and the patient's neurological changes resolved.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).